Event description:
This lead was explanted due to dislodgement, high thresholds, loss of sensing and diaphragmatic stimulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the dislodgement and mentioned electrical issues. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.